Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for fecal incontinence and gastrointestinal/ pelvic floor issues. The consumer reported that she had a loss of therapy. She had symptom return 2-3 weeks ago and was having more accidents. This was considered a sudden change in therapy/ symptoms. The patient did not feel stimulation, but therapy was not on. Therapy was turned on and the situation resolved. Further follow up was conducted to see if the loss of therapeutic effect had resolved.